Event description:
Spontaneous: pt reports that pump serial: (B)(4) may be infusing faster than programmed since she experienced vomiting and diarrhea and pump ran dry after 6 hours. No other information known. Unknown if md is aware. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medication intervention provided? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to cvs/caremark by pt/caregiver.